Event description:
It was reported that the patient was complaining of chest pain. Follow up inquires were made, however, no further information has been reported. The device remains actively implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was complaining of chest pain. Follow up inquires were made and the patient mentioned he has not had discomfort since the day of the call. The device remains actively implanted. Clinic followup was done on (B)(6). The patient reported that he had been feeling discomfort that day, but had no discomfort since then. The device is still in use. No patient complications have been reported as a result of this event.